Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that at implant the lead was unable to be implanted due to patient anatomy in the posterior vein. The lead was explanted and replaced. No patient complications have been reported as a result of this event.